Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the needle on a bd nano¿ 4mm pen needle broke off in a patient¿s body after use. The needle was removed with tweezers by the husband. There was no report of injury or medical intervention.

Manufacturer narrative:
Results: a sample has been sent for evaluation but has not yet been investigated. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Upon completion of the investigation, a second supplemental report will be filed.